Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 23 may 2017 a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The engineer reported the customer was not using tosoh sample cups and recommended the user run qc using the tosoh sample cups, the user did and reported the qc was good. The engineer proceeded to the site to further assist the customer. During the onsite visit the engineer determined the issue was not just the sample cups. The engineer reported the customer was not preparing the diluent correctly and the issue was most likely due to a double concentration of the diluent being used. The customers had concerns about correlation between two different units the engineer set temperatures on one of the units and reported now the "analyzers look good." The aia 360 was working as intended. No further action required by fse. The probable cause of the event was incorrect diluent preparation

Event description:
On (B)(6) 2017 a customer reported issues with cntl2 performace with their aia 360 analyzer.the customer did not state if there were issues with patient samples. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctni2 and bhcg patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.